Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The ventilator was evaluated and the reported condition was verified by the field service engineer (fse). The fse replaced the oxygen flow sensor to resolve the reported issue. Oxygen flow sensor was received for failure investigation (fi) ) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a low oxygen (o2) alarm. There was no patient involvement during the time of the event.